Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that in the past they were in the emergency room as they were having trouble catching their breath and their heart felt like "a carousel going around and around". They reported that they told the medical staff that something was wrong with their implantable pulse generator (ipg). They were sent home but by monday their "pacemaker battery was gone". An emergency surgery was completed and the ipg was removed and replaced. No further patient complications have been reported as a result of this event.